Event description:
Customer reported the insulin pump kept alarming no delivery. He has changed the reservoir, infusion set, and battery and issue persists. Customer stated he was so frustrated he just reverted to manual injections because he can not resolve the issue. Customer's blood glucose was unknown. Customer was unable to troubleshoot because he calling about a past event that was eventually resolved with a set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.